Manufacturer narrative:
No further information concerning this report is available. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead exhibited noise and high pacing impedance measurements. A revision procedure was performed and insulation damage was noted at the point where the lead was secured with the suture sleeve. The lead was removed from service and replaced. No additional adverse patient effects were reported.